Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir unable to lock. Customer's blood glucose level was unknown at the time of the incident. Customer stated the part where the reservoir goes in was cracked and curved inward, and the bottom of the insulin pump was cracked as well. Customer stated that the reservoir was not locking in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Device received with with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform the displacement test due to no button response. However, keypad flattened button dome switch (creased) was found on act.